Manufacturer narrative:
The failure for unintended activation was confirmed by the repair technician and the diagnostic engineer through visual inspection. The sockets in the console and footswitch were corroded and damaged.

Event description:
It was reported that during equipment testing, before a procedure by the customer at the user facility, the device would cause drills to run on its own. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported

Event description:
It was reported that during equipment testing, before a procedure by the customer at the user facility, the device would cause drills to run on its own. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported